Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. The basic evaluation patient stated that they didn't think that the information on that day of the call, (B)(6) 2021 as well as the day before the call ((B)(6) 2021, the trial start date,) would be very accurate as they were waiting for medication from controlling fluids from kidneys and philium fiber to completely leave their body to give more normal symptom data information. The patient stated that they were only doing one side right now as the other side had been difficult for the leads to be put in. The patient also thought that the leads might have been moved or dislodged. It was noted that support link did troubleshooting and there had been no error message showing for errors going on with the device. The patient stated they were taking tylenol for pain and that sometimes the stimulation caused them pain. The patient was advised that stimulation should never cause pain and that if it was painful support link could help them lower that but the patient stated that it was at a comfortable level at the time of the call, at 2.2. The patient mentioned that the incision site was also a bit sore as well. On (B)(6) 2021, the patient stated that they were constipated; that their stimulation was achy and they felt like it burned. On (B)(6) 2021, the patient reported that they got gas and that was an indication to them that they needed to have a bowel movement. No further complications were reported at this time.